Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had frozen display screen and customer was hospitalized due to diabetes ketoacidosis with high blood glucose of 300 to 400 mg/dl on (B)(6) 2017. The current blood glucose was 389 mg/dl. The blood glucose at the time of the incident was 400 to 600 mg/dl. Customer reported the symptoms related to their high blood glucose were nausea light headed. Customer was not wearing the pump at time of hospitalization. Customer has the keypad locked on pump and b button and up arrow is not working and buttons are not responding to unlock keypad. Pump screen was not completely blank. Customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. Customer reported that, the no alarms occurred during, or after, the buttons stopped responding. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Run manual prime and fill tubing with current set. Customer reports insulin exited at the quick release set. Customer advised her to call back if issues continues. The insulin pump will not be returned for analysis.